Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 2 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown date/time prior to contacting lfs. It is not known if the patient was taking any diabetes medications or made any changes to her diabetes management regimen at the time the alleged issue began. The patient claimed she was feeling hot, flush, ill, and faint at an unknown date/time prior to the start of the alleged issue. In spite of her symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the subject meter had been used before by the patient, the patient's process for testing was correct, the test strips were in good condition, and the test strips drew the blood samples in. However, the alleged error message was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged error message was not resolved with troubleshooting.